Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer number: 1627487-2022-05737, 1627487-2022-05738. It was reported that the patient was experiencing high impedances. Surgical intervention was undertaken and the system was explanted and replaced. It is unknown at this time why the ipg was explanted and replaced.

Manufacturer narrative:
Correction b5: additional information received reports that the ipg replacement was elective and is therefore no longer reportable.

Event description:
Additional information received reports that the ipg replacement was elective and is therefore no longer reportable.